Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, and no further cause could be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 scope error. The issue was found during preparation for an enteroscope procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the insertion section was wrinkled and cracked, the suction cylinder was worn, the protector was loose, the switch box was scratched, switch 1 was swollen, and the objective lens was scratched, causing a slight shadow on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.